Manufacturer narrative:
Our field service engineer was on site to investigate the reported issue, that a compressor mini could not start. The mains inlet was replaced and tests performed. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. No parts were returned for investigation and no picture was taken. The cause of the reported issue could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. As no parts were returned and no image attached, the root cause to the failing power inlet could be established.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the compressor had problem on its mains inlet. There was no patient harm. Manufacturer ref. #: (B)(4).